Event description:
Accolade stem loose. Narrow femoral canal with thick cortices. Stem and (pinnacle) cup removed and revised to trident/restoration modular construct.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.